Event description:
Patient stated he had an infection at his infusion site a few times this year. Patient works for the fire department; feels something is getting into the site sometimes while he is working. Patient stated in 2012 he had an infection after removing the infusion set from a site in his thigh. Patient reported he went to the doctor and was given a shot of antibiotics and a prescription of antibiotics. Patient stated he had another infection in (B)(6) of 2013. Patient reported he was only given a prescription of antibiotics to treat the infection. Patient stated he uses alcohol preps to prepare the infusion site. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.